Event description:
Patient to receive 5-fu via eclipse ball. Visiting nurse reports to patients home for take down and noted that it appeared that nothing infused. There was nothing clamped. Nurse disconnected the eclipse and patients line flushed fine. Patient received approximately 35 ml of the total 241 ml or 715 mg of their 4920 mg dose.